Event description:
Allegedly, there was a spinal case with boxes of miig x3 hi visc. The patient died during the operation in the or. The reason for death has not been clarified by surgeons due to not making anatomy of the cadaver. The estimate reason was miocardial infarction. The patient was hospitalized after severe low back pain and no-activity, because of the lower back injury one day earlier. With x-ray, CT and MRI, her diagnosis was l1-3 compression fracture. Perfecting the preoperative examination, in the morning of original date, the operation was to begin at 10:30am. Anesthesia downlink open reduction and posterior spinal pedicle screw fixation + injectable calcium sulfate material (miigx3 hivcs) within filling damaged vertebral bone. During the operation the patient appeared cardiac arrest, respiratory arrest, and active rescue invalid. The patient pronounced dead at 12:30 noon.

Manufacturer narrative:
Investigation is not completed. Additional information has been requested. Trends will be evaluated. This report will be amended when the investigation is completed. This event occurred in another country.